Event description:
It was reported, that the helix of the right atrial (ra) lead was unable to extend prior to the implant procedure. A new ra lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend the helix was not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and free of blood and tissue. A visual and x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. Additionally, the helix was able to be fully extended and retracted by applying torque directly to the connector pin.